Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced reflux, dysphagia and odynophagia symptoms leading to endoscopic visualization of two linx device beads within the esophageal lumen in (B)(6) 2016. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2012. The patient began experiencing painful swallowing and trouble swallowing in (B)(6) 2016. It was reported that the patient's food needed to be pureed, and that they lost weight. Esophagogastroduodenoscopy (egd) performed in (B)(6) 2016 due to reflux, dysphagia, and odynophagia showed two linx device beads in the esophageal lumen. Uneventful endoscopic explant of 3 linx device beads on (B)(6) 2016 after patient secured health insurance. The physician removed the remaining 9 beads on (B)(6) 2016 and reported that "all went well," during the explant. On (B)(6)2016 the patient was reported as doing well with "no problems" after device explant. On (B)(6)2018, it was reported that the patient continued to have dysphagia and odynophagia after device removal and has been unable to work.

Manufacturer narrative:
Updated event to include start of symptoms and continued patient status. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure a patient experienced reflux, dysphagia and odynophagia symptoms leading to endoscopic visualization of two linx device beads within the esophageal lumen in (B)(6) 2016. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2012. -esophagogastroduodenoscopy (egd) performed in (B)(6) 2016 due to reflux, dysphagia, and odynophagia showed two linx device beads in the esophageal lumen. -uneventful endoscopic explant of 3 linx device beads on (B)(6) 2016 after patient secured health insurance. The physician plans to laparoscopically remove the remainder of the device in 3-4 months. -patient in satisfactory condition after explant.

Manufacturer narrative:
Updated narrative includes: -the physician laparoscopically removed the remaining 9 beads on (B)(6) 2016 and reported that "all went well," during the explant. -on (B)(6) 2016 the patient was reported as doing well with "no problems" after device explant. Updated narrative includes: -24 hours after removal of the remaining 9 linx device beads the patient underwent a barium swallow in which the patient's ugi "looked fine;" the patient was then discharged.

Event description:
Following a laparoscopic anti-reflux procedure a patient experienced reflux, dysphagia and odynophagia symptoms leading to endoscopic visualization of two linx device beads within the esophageal lumen in (B)(6) 2016. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2012. -esophagogastroduodenoscopy (egd) performed in (B)(6) 2016 due to reflux, dysphagia, and odynophagia showed two linx device beads in the esophageal lumen. -uneventful endoscopic explant of 3 linx device beads on (B)(6) 2016 after patient secured health insurance. -the physician removed the remaining 9 beads on (B)(6) 2016 and reported that "all went well," during the explant. -on (B)(6) 2016 the patient was reported as doing well with "no problems" after device explant.